Event description:
It was reported that an asymptomatic patient presented in clinic during a follow-up. The device was post-paced t-wave oversensing on the ventricular lead. The patient did not received therapy during the oversensing. The oversensing was noted on a stored egm. Recommended programming changes were made. Induction testing was not performed. The patient was stable.